Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h11: the returned captivator ii snare was analyzed, and the device was returned, and upon visual and microscopic inspection, it was found that the cautery pin was broken and detached, as shown in the attached picture. No other device problems were noted. The reported complaint of cautery pin detachment of device or device component was confirmed since the cautery pin was detached. Based on the information available and the device analysis performed, the most probable root cause for the reported complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the plug from the captivator unexpectedly detached. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cautery pin was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the plug from the captivator unexpectedly detached. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the cautery pin was detached.